Event description:
It was reported that a spinning spiros® closed male luer, red cap was noticed to be leaking during a scheduled bag change 23.5¿24 hours into a 24-hour infusion of blinatumomab. The reporter stated that when the nurse returned to the patient, she noticed a wet stain on the bed that she had never seen before. There was an unknown quantity of medication that escaped. There was no bleed back or blood loss. The mating device used with the affected product was a hemo male adapter that was unscrewed from the tubing. The impact on the patient and healthcare provider was treated by mediport and reassessed due to clot. The chemo spill was cleaned per facility protocol. The tubing setup was through chemo tubing with a chemo male adapter that unscrewed from the tubing. There was no patient harm reported.

Manufacturer narrative:
A single used ch2000s-c spinning spiros was returned for investigation. It was observed that the spin feature that is used to securely connect the female luer of the ch2000s-c spinning spiros to a mating device male luer was not activated. Subsequent activation, residual torque, and leak testing showed the used ch2000s-c spinning spiros met product performance expectations outlined in the product performance specification. The probable cause of the disconnect leakage is typical of not fully activating/connecting the ch2000s-c spinning spiros to the mating male luer. The dfu states: twist devices together until a click is heard and the spiros begins to rotate freely. Spiros is now permanently attached to luer. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.